Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right internal jugular vein due to pulmonary embolism (pe) prophylaxis prior to surgery. Patient is alleging vena cava perforation and iliac artery graft perforation. Patient notes and further alleges experiencing "anxiety of having a filter that could fail at any time, but that it may not be retrievable without serious surgery I live with the fear that my filter has tilted within my vena cava and perforated outside of it". Per the ivc filter placement report dated (B)(6) 2010: "a retrievable tulip filter was delivered into the infrarenal ivc without sequela". Per the review of the (B)(6) 2017 CT scan of abdomen and pelvis dated (B)(6) 2017: "positive for caval perforation. Caval perforation by multiple prongs. One of the prongs medially extends outside the caval by approximately 14 mm and into the right common iliac artery graft". The aortobiiliac graft originates approximately l2. One of the posterior prongs of the inferior vena cava filter abuts the l4 vertebral body. Approximately 7 degrees of superior posterior to anterior inferior tilt is visualized".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been further investigated based on the information provided to date: vena cava and iliac artery graft perforation, anxiety, fear. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety and fear are directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010". It is alleged that "[pt] was injured without further explanation". Hospital and medical records have been requested but not yet provided.